Manufacturer narrative:
(B)(6). The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Chronic infection reported MFR 2916596-2018-02241 and MFR 2916596-2019-00701. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2018 for a driveline infection. It was noted that the patient had increased drainage and pain at the driveline site. A culture was performed which grew (B)(6). A CT (computerized tomography) scan was performed which showed on abscess. The patient was placed on chronic cefadroxil for an ongoing infection. Additional reported events related to the chronic infection are listed.